Manufacturer narrative:
The user facility stated that the patient had minor abrasions to the arm that did not require medical treatment. It was further reported that the crew was on a hill and there was a dip in the road causing the cot to drop. In-service training was provided to the crew as no defect was alleged with the product.

Event description:
It was alleged that when pulling the cot out of the ambulance, the cot tipped to one side and allegedly dropped with the patient. It was alleged that the patient was injured receiving abrasions to the arm.

Event description:
It was alleged that when pulling the cot out of the ambulance, the cot tipped to one side and allegedly dropped with the patient. It was alleged that the patient was injured receiving abrasions to the arm.